Manufacturer narrative:
The device has not been returned for analysis at this time. Additional information will be submitted when the device is received, and if additional information is received and requires reporting. The device has not been returned for analysis at this time.

Event description:
It was reported that at the user facility, a bur broke off in the device. The user facility was not able to provide any further information regarding the reported event.

Event description:
It was reported that at the user facility, a bur broke off in the device. The user facility was not able to provide any further information regarding the reported event.

Manufacturer narrative:
The device will not be returned for analysis; it is not possible to determine the cause of the reported event without an evaluation of the device. The device was not returned for analysis.